Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation the message that the diagnostic data needs to be cleared due to invalid data was seen. The clinician pressed the clear button, the device resumed normal function and follow up was successful. The patient would be monitored normally.

Manufacturer narrative:
Analysis was normal, no anomalies were noted.

Event description:
New information states that the device was explanted, no additional information was available.